Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve implanted seven (7) years, one (1) month, was disabled via valve-in-valve intervention due to severe aortic stenosis and thickened leaflets with a valve area of 0.6 cm2, significant gradient along the lv outflow tract, mean gradient in the range of 50-55 mmhg and peak velocities close to 5 m/sec. A 23mm transcatheter valve was implanted inside the disabled 23mm valve. Tee was performed which showed excellent lv function was good. There was no trace to no aortic insufficiency. There were no complications reported. It was reported patient did great.